Manufacturer narrative:
The analysis did show that the handpiece had several dents in the shell. These are signs that the handpiece received several strong hits, e.g. By dropping. One dent is located at the head of the handpiece close to the push button. This causes that the push button sticks in after pushing it to insert the tool. Therefore it is rubbing on the drive assembly which causes a heat up due to the friction. The inner push button shows circular grooves which confirms that both parts have been in contact while handpiece was spinning. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure safe use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a standard dental treatment the head of the handpiece got hot and burned the patient. Dental office does not recall the patient name to pull the file therefore there are no data supplied related to the patient and the date of event is best estimate.